Event description:
The article, "assessment of genetic variants linked to susceptibility to mechanical prosthetic valve thrombosis", was reviewed. The article presented a retrospective, single center study on to fill the gap in the current understanding and provide a deeper insight into the genetic predispositions that may involved in the development of prosthetic valve thrombosis (pvt). Devices included in the study were mechanical valves from ats, cm, medtronic, sorin, and st. Jude. The article concluded this is the first study to report a potential association between genetic variants including hpa-1 gpiiia (t196c), factor ii/prothrombin ( g20210a), mthfr (a1298c) and pvt, necessitating extensive further research and additional clinical consideration. [The primary and corresponding author was semih kalkan, department of cardiology, basaksehir cam sakura city hospital, istanbul, türkiye, with corresponding email: semihby1@gmail.com] the time frame of the study was from 2011 to 2020. A total of 175 were included in the study, of which 77 (44.0%) received an abbott device. An additional 101 patients were included as part of the control group, of which 39 (38.6%) received an abbott device. In the thrombosis group, the average age was 49.8 years and the majority gender was female. In the control group, the average age was 54.7 years and the majority gender was female. Comorbidities included diabetes mellitus, hypertension, stroke, atrial fibrillation, palpitations, dyspnea, fever, apnea, abdominal pain, acute coronary syndrome, rapid heart rate atrial fibrillation, pulmonary embolism, transient ischemic attack.

Manufacturer narrative:
Summarized patient outcomes/complications of assessment of genetic variants linked to susceptibility to mechanical prosthetic valve thrombosis were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, hypertension, stroke, atrial fibrillation, palpitations, dyspnea, fever, apnea, abdominal pain, acute coronary syndrome, rapid heart rate atrial fibrillation, pulmonary embolism, transient ischemic attack. A more comprehensive assessment could not be perform. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: assessment of genetic variants linked to susceptibility to mechanical prosthetic valve thrombosis.